Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred the day after sensor insertion in the arm. The child was hypo unaware. The cgm value displayed was not correct when the patient collapsed and lost consciousness. No bg fs value or cgm value was obtained. The parents gave the child juice and biscuits to stabilize the bg level. He had a headache from losing consciousness and was given paracetamol (500 mg). The child recovered and felt fine after the event. No medical intervention occurred. After the event, the parent noticed the sensor inaccuracy. The bg finger stick value was 5.7 mmol/l and the cgm value was 8.8 mmol/l. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.